Event description:
The customer reported that the insulation came off the electrode and fell outside the surgical field during a mastectomy procedure. A new device was used to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
(B)(4). Inspection of the incident sample found the ptfe insulator had disengaged from under the heat shrink near the tip of the electrode. The blue heat shrink was loose and the clear ptfe easily slipped on and off the blade. The investigation did not identify the cause of the damage. No trend has been identified for this failure mode.